Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported receiving two consistent aphakic readings of 1.8 diopter of astigmatism while using intraoperative aberrometry during a cataract surgery with intraocular lens implant. During the pseudophakic measurements the surgeon did not feel comfortable with the lens as he could not get a cylinder reading under one diopter. The surgeon removed the intraocular lens and replaced it with the originally planned lens. The patient is doing well postoperatively.

Manufacturer narrative:
The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).